Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device was accidentally dropped, resulting in a cracked, nonresponsive screen, consistent with a device fracture involving the touchscreen; the user indicated awareness of using backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.